Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this previously abandoned product from 2009 was part of a system revision due to infection. It was noted that effusion was present around the device area. There were no additional adverse effects reported.